Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor. The reported problem was confirmed. The device was operational after defective therapy capacitor is replaced with a new one. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had an operational test failure. There was no patient involvement.